Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the alarms and a direct correlation between heartmate 3 lvas and the reported hypovolemia and bleeding could not be conclusively determined through this evaluation. Additionally, the suspected thrombus could not be confirmed as the device remains in use and no images were provided. The submitted system controller event log file contained data from 14mar2025 through 15mar2025. Of note, the patient¿s low flow alarm threshold was set to 2.0 liters per minute (lpm). The majority of the data consisted of low flow events, multiple of which resulted in low flow alarms. During these low flow events, flow ranged from 1.4-1.9 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas. No product is available for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding, and device thrombosis. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient encountered multiple low flow alarms secondary to hypovolemia and acute bleeding with a hemoglobin level of 6. Multiple low flows were noted after performing fluid resuscitation, and due to concerns for thrombus occluding the outflow graft, a computed tomography (CT) and an echocardiogram (echo) were also performed. Low flow alarms resolved after blood products were given and the patient became normotensive. Log files were sent for review and revealed low flow alarm events from 14mar2025 to 15mar2025, several brief low flow events that did not generate an alarm. The reported events did not appear to have been the cause of any type of mechanical circulatory support equipment issues. The low flow events seemed to have been a patient related issue. The data that was reviewed did not contain attributes which would lead to suspect the presence of thrombus within the motor chamber.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.